Event description:
Patient's spouse reports implant leaking and bleeding. The patient also has copd and an infection, which are not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., g.3., h.6. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around implants. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "pain, swelling, lumps in lymph glands and fluid around implants" and being "in agony". Additionally, patient reports "really sick since [patient] got the implants, diagnosed with leukemia, tumor in pancreas and liver", "low blood sugar", "couldn't talk for months", "lymph nodes in sinus, was on steroids so patient could breathe, lymph nodes are everywhere in body, groin back of neck, quite large, constant cough, lost 13 kg in 2 months" and "really nauseous on and off every single day around 2 months". This record is for the right side. The device remains implanted.